Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'blank screen' which was reproduced as black liquid crystal display (lcd). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a cracked lcd that matched keypad indentation locations. The lcd and keypad require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen during testing at the biomed service department. There was no patient involvement. No additional information is available.